Event description:
Procedure: lobectomy. Reportedly, the fourth firing with a 30-2.0 cartridge, the staples were malformed and bleeding occurred. Changed to the open procedure. Reinforced the fragment with hand sewing.